Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer stated they had issues with either the infusion sets or the sites. Troubleshooting was declined as the customer indicated that the current infusion set was working, and it must have been a site issue. The insulin pump and infusion sets will not be returned for analysis.